Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Various troubleshooting methods were attempted, including changing wall outlets and using different cables, but were unsuccessful. Technical support decided to replace the pump. Caller understood instructions to return the problematic pump using a prepaid label within 10 days and place it in storage mode before returning. Customer planned to continue using current pump until replacement arrived.